Event description:
An endurant ii stent graft system was implanted during an unknown endovascular procedure. It was reported via technical services approximately 21 months post implant that the patient had called to inform that the stents didn't work and were removed. No cause of the event was provided. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c93e, serial/lot #: (B)(4), ubd: 07-nov-2020, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 29-jan-2021, UDI#: (B)(4); product ID: etlw1620c93e, serial/lot #: (B)(4), ubd: 25-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.